Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console during patient use (cooling phase), displayed an airtrap alarm. The user resolved the issue by repriming and restarting the console. Approximately two hours following the event, a recurrence of the console displaying an airtrap alarm was observed. Upon inspection, the user observed that the saline bag was empty. A catheter leak was suspected. Ivtm therapy was discontinued; however, the catheter remained on the patient using it as a central venuous line. Adjunct therapy was used to continue patient's temperature management. No known impact or patient consequence was reported. This references the report of a suspected catheter leak. The report of the thermogard console displaying an airtrap alarm during patient use was reported under MFR 3010617000-2018-00447.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A bond leak was found at the medial balloon. Visual examination found no physical damage to the catheter. All other lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.